Event description:
The senior medical surveillance specialist reviewed customer care advocate's (cca's) documentation of 4/7/09 and spoke with the reporter/layperson (pt's mother) six days later. The cca replaced the meter, strips, and control solution. All results mg/dl, correct unit of measure. The reporter alleged the pt's onetouch ultralink meter she uses at school was inaccurately high when the pt had symptoms of low blood glucose on two occasions. At 2:30 pm six days prior to original date, the pt informed the assistant school nurse that she thought her blood glucose was low. The pt tested, result 301. Reportedly, no treatment was given thirty minutes later ,the pt told the nurse that she thought she going to pass out (the symptom she has when low); result "200 something." The nurse planned to give her a 22 carb snack until the pt indicated all students had just been given a donut. Instead, the nurse "guessed" on the number of carbs in the donut and bolused 1.7 units. Twelve mins later, the nurse bolused 1.6 units. The third test after the insulin was also in the 200 range. Soon after, the patient rode home on the school bus. Upon arriving, the pt was having difficulty walking, fell, and hit her head on the bed rail. The mother tested on the pt's home ultralink, result 49. The pt spit out apple juice. After a second test, 41, emt was called. The result on emt meter was 39. Emt treated with IV d25, transporting to the local ER where all tests were performed on the pt's home meter. Upon arrival , blood glucose was 135, and between 4:30 pm and 9:41 pm results were 128 67, 67, 172 115, 84, 75, and 110, at which time they turned off the pump and air lifted the pt to another hospital with an endocrinologist. The pt was hospitalized for two days. On the day prior to original date, the pt returned to school. At 2:41 pm, the pt was feeling low at school with a blood glucose of 204. The reporter was called to the school, washed the pt's hands and retested four minutes later, result 202. At 3:02 the pt felt like passing out; blood glucose 186. Nine minutes later the reporter brought the pt home to test on her home ultralink, result 38. The reporter treated the pt. A control solution test before calling customer service was in range. During that call, one was in range and two were out of range high. Since the alleged events, the endocrinologist has lowered the pt's basal rates and increased the carb ratio to 1-18 (from 1-15) and the sensitivity to 1-45 (from 1-40). Because the pt continues to have issues with lows, the endo is still adjusting. Although the pt's symptom started before the alleged issue began, the complaint is reported because the pt reportedly continued to experienced symptoms after obtaining the readings, and could still have been given treatment after the reported issue, to prevent further deterioration in the alleged symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lifescan will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.